Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became nonresponsive to touch after the user awoke, with no reported drop or liquid exposure, and standard troubleshooting steps including charging and multiple restarts did not restore function. Symptoms included no reported adverse clinical effects and stable blood glucose levels. Outcomes included use of backup therapy and continued cgm use pending replacement. Investigation included technical troubleshooting and data synchronization guidance. Investigation of the returned device revealed a malfunction consistent with an unresponsive display or user interface failure.